Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that there was a lot of pain yesterday (B)(6) 2017) so the patient turned it up to almost 600. This was a sudden change. No further complications were reported.